Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that in the beginning of the case, had toned out problems with a hp052, then intermittently worked. Another device was used to complete the case. There was no consequence to the pt.